Event description:
This customer obtained multiple results for a single patient that was associated with an incorrect patient sample ID while using their engen laboratory automation system. The patient was assigned a potassium result (>14 vs. 4.9 mmol/l) and a calcium result (below the measuring range vs. 2.23 mmol/l). The mis-association of results with the incorrect patient may lead to inappropriate physician action. The affected patient results were not reported from the laboratory and there was no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).

Manufacturer narrative:
The investigation confirmed that results for a single patient sample were mis-associated with an incorrect sample ID. The investigation determined that the operator manually stopped the engen laboratory automation track system while samples were being processed at the bypass metering interface to a chemistry analyzer. Due to a software anomaly in the engen tcautomation software, an unintended sample tube was aspirated, and the subsequent patient results were mis-associated with the intended patient's sample identification. The root cause of this event is instrument related. Customers were notified by ocd of this anomaly on 27 january 2011. The FDA's (B)(4) district office has been notified of this issue: initial recall report - engen laboratory automation system - 1319681-02/03/11-001-c submitted on 3 feb 2011.